Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unknown insulin pump error alarm at the time of basal. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that they cannot continue and disconnected call and they did not have time to troubleshoot. The device will not be returned for analysis.